Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history record was reviewed and non-conformances related to this lot were identified therefore, supporting the device met material, assembly and performance specifications prior to shipment. Additional information was requested from the account. A response was received. Operator confirmed something anterior within the femoral artery however, unable to determine if it was anchor against the vessel wall or collagen. No ultrasound imaging was shared. It is unknown if collagen was pushed into the vessel. A contralateral balloon was employed to clear the artery to improve the flow by moving the partial blockage against the wall. The flow was restored. CT images of the ballooning procedure and occlusion were shared. Based on the images, there is a likely case of spiral dissection. However, no information confirming dissection was shared by the account. It is unknown if the procedure sheath or manta caused the dissection subsequently leading to occlusion. Per IFU it identifies "other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention" and "local trauma to the femoral or iliac artery wall, such as dissection" as potential adverse events related to the deployment of vascular closure devices . Patient had a follow-up with the physician and no events/issues were observed. No other procedure notes were shared by the account.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the tavi procedure was carried out by team at (B)(6) hospital. The manta closure procedure was performed as per the IFU at a closure depth of 5cm. Hemostasis was observed after 30 seconds . The post procedure angiogram was performed and showed limited flow past the radiopaque lock. They decided to perform a contralateral balloon which cleared the artery and full flow was observed via angiogram. They also performed an ultrasound at the puncture site. Patient to be reviewed in 24 hours with repeat ultrasound and vascular check. Due to decreased blood flow observed in post procedure angiogram the artery appeared partially blocked at the site of the manta radiopaque lock. A contralateral balloon procedure was applied for 1 minute and full flow was restored within the vessel.